Event description:
Customer reported receiving inaccurate erratic readings on their freestyle flash blood glucose monitor. In blood glucose tests, customer received readings of 396 mg/dl and 112 mg/dl within 10 min. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or serious injury associated with this event.